Event description:
Pt was receiving total parenteral nutrition nightly. She started having a left over volume of around 500 ml. Previous to this her left over amount was around 100 ml. Staff thought there might have been a compounding error and went back and checked all procedures carefully. Staff picked up a bag of total parenteral nutrition from pt that hadn't been used and measured total volume. There wasn't enough overfill to account for the amount she was having left. Staff verified the pt's pump settings were correct. Staff picked up her pump and tested that in the pharmacy to see what the percentage error was. That also turned up to be less than what would account for the problem. Staff went over pt procedures and verified pt was still doing everything correctly. Home health checked the pt's port and it was fine. Staff contacted the MFR of the sets to see if they had any recalls or problems and they said no. The pt's md was contacted to have some extra lab work drawn to make sure the pt's electrolytes were ok until staff could solve this problem. Staff felt the problem had to be in the tubing and so retested the pump and tubing again in the pharmacy and decided to try to leave the anti siphon valve off the administration set. When the antisiphon valve was removed there was no percent error in the pump. Staff removed one of the pt's antisiphon valves and had her infuse without one. That solved the problem. The pt has been infusing her total parenteral nutrition for 1 week now without the antisiphon valves and her volume remaining has gone back down to around 100ml.